Event description:
It was reported that the patient experienced palpitations and on interrogation, two ventricular events lasting 2-3 seconds with high rates were noted. It was also reported that transtelephonic monitoring (ttm) showed pacing through a sinus rhythm and the right ventricular lead impedance was high. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.